Event description:
It was reported that as lvp 20d 3ss cv had air bubbles in line. The following information was provided by the initial reporter: material no:2426-0007, batch no: 19076009. And the summary of what happened; it was reported, that after the nurse opened the roller clamp, the IV solution would not drip. The nurse spiked the bag, squeezed the drip chamber ¿ opened the roller clamp and the IV solution would not flow. Impact of problem; serious.

Manufacturer narrative:
It was reported that after the nurse opened the roller clamp, the IV solution would not drip. Received from the customer is one used primary set model 2426-0007, lot 19076009. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. No anomalies were observed with the received set during visual inspection. Functional testing was performed by filling a lab IV bag with blue dye water and attaching it to the set allowing fluid to flow through the whole set via gravity. Fluid flowed freely and showed no signs of occluding. The set was loaded into a lab pump module for an infusion test. The primary infusion was programmed at a rate of 125ml/h and 125 ml vtbi. The infusions completed successfully with no occlusions or occlusion alarms throughout the set. Equipment used for testing performed on 02sep2020: 8015 alaris pcu 1.5 #1, eq08330, (B)(6) 2021. 8100 alaris system lvp #3, eq08470, (B)(6) 2021. A device history record for model 2426-0007 with lot number 19076009 was performed. The search showed that a total of (B)(4) in 1 lot number were built on 14jul2019. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The customer¿s report that after the nurse opened the roller clamp, the IV solution would not drip was not confirmed. The root cause of the customer¿s report could not be identified because the primed successfully with no anomalies occurring. H3 other text : see h10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that as lvp 20d 3ss cv had air bubbles in line. The following information was provided by the initial reporter: material no:2426-0007, batch no: 19076009. And the summary of what happened; it was reported, that after the nurse opened the roller clamp, the IV solution would not drip. The nurse spiked the bag, squeezed the drip chamber opened the roller clamp and the IV solution would not flow. Impact of problem; serious.